Manufacturer narrative:
(B)(4). Covidien has requested the unit be returned for investigation. If unit is received, a supplemental report will be filed to document the investigation findings.

Event description:
Customer reported the bedside monitor did not alarm when the spo2 readings fell below 40. The mother reported the child had changed colour and began resuscitation to the tracheostomy tube. The alarm worked at this point. An ambulance came and the child taken to hospital and has since recovered. Covidien is attempting to gather additional information surrounding the circumstances of this event.